Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient had a return of symptoms and was admitted to the hospital as a result as of (B)(6) 2016. It was confirmed the patient has returned home from the hospital but are still having bad symptoms. Troubleshooting could not be performed as the patient programmer (pp) would not power up, and follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.